Manufacturer narrative:
The customer has not returned the product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient the reporter¿s meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). The reporter stated the display is constantly flashing and 88.8 is not clear in the result field. There were no allegations of misinterpreted results.